Manufacturer narrative:
Product event summary: data files were returned and analyzed. The received log data files date matches the reported event date. Three pulsed field ablation catheters were used during the event date: catheter#1 model ID: 2 manufacturing date: 12/16/2024 manufacturing lot: 0012582077 serial number: (B)(6). Catheter#2 model ID: 2 manufacturing date: 12/16/2024 manufacturing lot: 0012582077 serial number: (B)(6). Catheter#3 model ID: 2 manufacturing date: 12/16/2024 manufacturing lot: 0012582077 serial number: (B)(6). Log data files, using catheter #2 and catheter#3 showed the following errors: handling error notification (module ID: 0x02/error ID: 0x02302002) and error code 2002 (no r wave detected). The catheter array inversion is not recorded in log files. In conclusion, the reported array issue was not able to be confirmed through data file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a catheter array inversion occurred. The catheter array was noted to be inverted when attempting to remove the catheter from the body. The catheter was successfully pulled into the sheath and removed without issue. The patient remained stable, and no injury was noted. The case was successfully completed with pulse field ablation. No patient complications have been reported as a result of this event.